Event description:
It was reported that pump issued cartridge alarm 30 and caller confirmed similar alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, pump was out of warranty, technical support discussed an out-of-warranty loaner pump option.